Event description:
Info reported verbatim from maude event report: recurrent ventral hernia repair was performed on this pt. The pt had the hernia previously repaired with kugel mesh and that product was removed with this surgery and bard mesh 10" x 14" was used to replace it. The pt developed a post operative wound infection was readmitted in 2008 for I&d and wound vac placement. Culture on the same day grew k. Pneumoniae and m. Abscessus. Pt has undergone weekly wound washouts and vac changes over the last three months. Pt follow-up info: 2008 - pt underwent kugel mesh explant. During this surgery another bard mesh was implanted into pt. Currently, pt undergoing wound vac treatments and wound care for infected mesh. Per pt report - prior to mesh explant pt had difficulty with a hernia recurrence, fevers, loss of mobility, hardening around the incision site, scar tissue and severe abdominal pains. At the time of this davol explant, pt reports he underwent explant of proceed (j&j) mesh at the same time.

Manufacturer narrative:
A lot number of 43qod230 was provided, however, this lot number is not valid. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. See MDR 1213643-2008-00574 for info related to the bard mesh 10" x 14" implanted in 2008.